Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head had no telemetry and failed all uplink amplitude tests and therefore the cable was replaced to resolve. It was further determined that the lens was cracked in two places and that the label was delaminated. The upper case and label were both replaced to resolve. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of speci fication during manufacturer¿s analysis. There was no patient involvement.